Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue could be reproduced. The electromagnetic valve assembly parts were examined and moved to a test machine, the issue transferred as well. After further testing the error stop occurring. The fse believes reinstalling the parts may have improved the unstable behavior and the issue is not recurring.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during hospital inspection by user cardiosave intra aortic balloon pump (iabp) had automatic refilling error occurred and automatic refilling was impossible. There was no patient involvement.